Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 140 mg/dl.

Manufacturer narrative:
The insulin pump was received cracked and bleeding lcd glass. Unable to perform displacement test, self test, operating currents and off no power test due to cracked and bleeding lcd glass also, unable to confirm unresponsive buttons or keypad due to cracked and bleeding lcd glass. However, found corroded keypad traces. Unable to verify button error and weak battery alarm due to cracked and bleeding lcd glass. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump had completely broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.